Event description:
During a check in procedure at the manufacturer¿s service center, a ventilator lcd turned black, and the display was not able to be viewed. The device was not in patient use. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests cleaning then confirmed the unit operated properly, and software version was checked.